Event description:
During product evaluation by a service technician, a flogard infusion pump presented an f-94 alarm during the power-on self test. The device was returned by the customer as an end of service device with no alleged deficiencies. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The cause of the f-94 alarm was not determined. An f-94 alarm is related to a configuration options setting checksum not being 0. When this occurs, it is recommended that the battery be replaced. If the alarm continues to recur then the central processing unit board would be replaced. The device will not be repaired. If any additional relevant information is received, a supplemental report will be submitted.